Event description:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the control printed circuit board solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Control printed circuit board contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation. A correction of field # d1 brand name and # d4 version or model # was required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit d4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).